Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed tank harness. Installed test i.o. Board to clear alert 80, unit filled normally after installing test card. Replaced tank harness to clear alarm 80. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.

Event description:
It was reported that nurse stated arctic sun device alerted 00 communications to control panel have failed at power up. Powered off for the second time. Device booted up to the same alert 00 again. Advised to swap out to a different device. Send this one to biomed labeled 00 for evaluation. Regarding alarm 106. Discussed this was likely related to the alarm 00. Discussed that this is an alarm generated when the control panel was unable to communicate with the internal processors. Discussed removing the panels and inspecting the circuit cards as well as the connections to the panel and card cage. Per sample evaluation results received on (B)(6)2024, it was reported that arctic sun device unit was not cooling and all three pumps are working. Installed test i.o. Board to clear alert 80 (non-recoverable system error), unit filled normally after installing test card.